Event description:
Connection issues associated with the ventricular channel during the implantation procedure. The recommended clicking of the torque-limiting screwdriver was not heard by the physician, but the lead was confirmed to be appropriately connected by pulling and by ECG. The physician has watched the lead connection video posted on the company website, and as indicated, the recommended methods were applied. The device remains implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.